Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ultra-low resection procedure, the device fired, but when the surgeon did a digital examination per rectum, the staple line fell apart. The distal colon was hand sewn from below. Surgery was prolonged sixty minutes. There were no adverse consequences for the patient.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the device did cut completely, not sure if the staples were formed properly. There wasn't any issue with the pt under anaesthetic for extra time all I know is that when the surgeon did a digital examination per rectum, the staple line collapsed. The cs40g was used on the distal colon, and the ecr60g (not ecr60w) was fired on the inferior mesenteric vessel.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.